Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had encountered delays and buffering while accessing patient-specific products. A technical support specialist (tss) connected to the station, which was in retry error mode. After correcting the retry error and synchronizing the database with the server, the station was no longer in retry mode, but the database remained slow. Attempts to repair the application and back up the database was failed. The tss then dropped and replaced the station database, resynchronized it with the server, and completed a full reset. The station was running at 10/half network speed. Tss connected to the station and checked the logs, no new errors were noted following the database drop and resynchronization to the server. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system encountered prolonged delays and screen buffering while accessing patient specific product. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.